Event description:
It was reported that the pump experienced a malfunction. There was no reported impact to the customer¿s blood glucose level. The customer planned to consult a healthcare provider for backup insulin therapy.